Event description:
It was reported by service report that the foot right side rail could not be locked in high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.